Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise was discovered on the right ventricular (rv) lead. The information was discovered on stored electrograms. No intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.